Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) verified tip clamp force and plunger clamp force. Verified tip pick up and eject performance. Ran primary and reagent lld checks in diagnostic software without errors. Performed customer lld check in oas software with no problems. Customer performed monthly volume verification and failed 10ul volume for 9 of 12 wells. Fse found plunger drive belt tension loose and adjusted to specification. Volume verification was successfully repeated. The instrument was tested without further problem, and was returned to expected operation.